Event description:
During an sfa intervention procedure, the outer sheath separated upon removal leaving only the braid in place. The physician used kelly clamps to remove the braid and remaining sheath material from the artery. As this was at the completion of the procedure no other devices were used. The braid and remaining sheath material was fully removed from the pt and no add'l procedures or intervention were required.

Manufacturer narrative:
(B)(4) . The event currently under investigation.